Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was located in the right coronary artery (rca). Following two passes with the oad on low speed, balloon angioplasty was performed and a perforation was noted. A stent was placed to resolve the perforation and a pericardiocentesis was performed. It was reported that the patient remained in the hospital and was being monitored.